Event description:
It was reported by service report that the cot retaining post assembly was missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: castings; cap.